Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin and passed. The insulin pump minor scratches on lcd window, cracked reservoir tube lip, cracked case on display window corners, cracked belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process and also had many scratches on its display window. The caller did not know the blood glucose reading.